Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that this left ventricular (lv) lead exhibited a high out of range pacing impedance with the measurement unavailable at transmission. The trends show several spikes since january of this year at 1669 ohms and 1173 ohms with a slight increase in lv threshold over the same period. The presenting electrogram (egm) shows appropriate function with the current pacing impedance measurement at 885 ohms. It was noted there was no evidence of noise observed. It was recommended to have a lead assessment with a programmer. No adverse patient effects were reported. This lead remains in service.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that this left ventricular (lv) lead exhibited a high out-of-range pacing impedance with the measurement unavailable at transmission. The trends show several spikes since january of this year at 1669 ohms and 1173 ohms with a slight increase in lv threshold over the same period. The presenting electrogram (egm) shows appropriate function with the current pacing impedance measurement at 885 ohms. It was noted there was no evidence of noise observed. It was recommended to have a lead assessment with a programmer. No adverse patient effects were reported. This lead remains in service. Received additional information that advised that the cardiac resynchronization therapy pacemaker (crt-p) alerted for left ventricular automatic threshold (lvat) detected as greater than programmed amplitude or suspended due to intrinsic beats. Technical services (ts) advised the presenting electrogram (egm) showed this lv lead was exhibiting a loss of capture (loc), and the pacing impedance measurement is currently greater than 3,000 ohms. Ts recommended the patient to be evaluated in-clinic for further evaluation. No further assistance was requested at this time. At this time, the device and lead remain in service. No adverse patient effects were reported. Received additional information the device alerted for atrial arrhythmia burden greater than 24 hours and pacing percentages have decreased less than 80%. It was also noted there was lv undersensing observed on the presenting electrogram (egm). The other lead measurements are satisfactory. Further review was recommended. At this time, the device and lead remain in service. No adverse patient effects were reported.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that this left ventricular (lv) lead exhibited a high out-of-range pacing impedance with the measurement unavailable at transmission. The trends show several spikes since january of this year at 1669 ohms and 1173 ohms with a slight increase in lv threshold over the same period. The presenting electrogram (egm) shows appropriate function with the current pacing impedance measurement at 885 ohms. It was noted there was no evidence of noise observed. It was recommended to have a lead assessment with a programmer. No adverse patient effects were reported. This lead remains in service. Received additional information that advised that the cardiac resynchronization therapy pacemaker (crt-p) alerted for left ventricular automatic threshold (lvat) detected as greater than programmed amplitude or suspended due to intrinsic beats. Technical services (ts) advised the presenting electrogram (egm) showed this lv lead was exhibiting a loss of capture (loc) and the pacing impedance measurement is currently greater than 3,000 ohms. Ts recommended the patient to be evaluated in-clinic for further evaluation. At this time, the device and lead remain in service. No adverse patient effects were reported.